Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a device interrogation after a lengthy atrial flutter ablation procedure, it was observed that the device had tripped elective replacement indicator (eri) with a date prior to the device implant date. The device was restored by reinstalling the device firmware and there were no patient consequences.